Manufacturer narrative:
The iris field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the tubing at the probe bypass valve (pbv) needed to be replaced. He replaced the tubing to resolve the reported issues. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there was failed focus on the iq200 system. In addition there was a fluid leak of a few drops of lamina mixed with fluid. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face shield, and gloves at the time the contained leak was observed. There was no exposure to mucous membranes or open wounds.